Event description:
Consumer called to request new meter; thinks their meter is not giving accurate results. Analysis run on clark error grid using mean avg. Reading (54) as ref. Point vs. Bd readings of 26, 56, 81 yielded data points in the d zone of the grid, outside of acceptable limits.